Manufacturer narrative:
The autopulse platform (s/n 30509r) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed which found that the head restraint wires were broken/cut and the front and bottom enclosures were cracked. The autopulse platform exhibited a user advisory (ua) 45 (not at "home" position after power-on/restart) upon power up. The driveshaft was rotated back to the "home" position and the platform was turned on/off with no problems. The platform was also run with a test mannequin and a large resuscitation test fixture (lrtf) and no other anomalies or errors were exhibited. A review of the archive was performed which found that a ua45 occurred twice on the reported event date of (B)(6) 2015. Based on the investigation the parts identified for replacement were the top cover, front enclosure and bottom enclosure. No parts were replaced to remedy the customer reported complaint. The platform underwent and passed all final functional testing. The customer's reported complaint was confirmed both through initial functional testing and review of the platform archive. The root cause of the platform not performing compressions was determined to be that the platform was exhibiting a ua45 error, as a result of the lifeband not being fully extended before the platform was powered on.

Event description:
It was reported that during a shift check, the autopulse platform would not perform any compressions after being held in the proper position. The customer also reported that no error messages appeared on the lcd display. There was no report of any patient involvement. No further details were provided.